Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Upon review noise was observed. No inappropriate therapy was delivered. All the electrical measurements were found to be stable. The noise was reproducible on isometrics. Programming changes were made. The patient was in a stable condition.